Event description:
Event description boston scientific received information that during a follow-up of this device, the physician observed that the device was not providing appropriate pacing therapy. The lead measurements were good and the physician elected to explant and replace the device.